Event description:
It was reported the physician was concerned about an infection at the ipg site after patient had their ipg replaced on (B)(6) 2024. Patient was prescribed antibiotics. Patient later reported that soreness at the site had gotten better.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.